Event description:
Two (2) non-sustained vt episodes, most recent on (B)(6) 2023 5 high rate non-sustained episodes, most recent on (B)(6) 2023 intermittent ventricular noise oversensing and possible t wave oversensing observed the episodes. Alert: rv lead integrity warning on (B)(6) 2023 due to 2 or more high rate-non-sustained episodes < 220 ms. And sensing integrity counter >= 30 in 3 days. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).